Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was reported that the patient was seen on (B)(6) 2017 for a refill, and "the same situation happened" where the hcp tried to access the pump and could not get anything out. The erv was 8.8ml and the arv was 0ml. It was noted that at the time of the previous contact, the hcp was not convinced that the pump was really empty, so it was not filled at that time. As of (B)(6) 2017, the hcp was convinced that the pump was now empty. Records indicated that the patient's most recent refill occurred on (B)(6) 2017, but it was not at the regular hcp's office and they did not know where it occurred. The patient was reportedly a low-level cerebral palsy (cp) patient, and was not showing any signs of withdrawal. The patient was being referred back to the implant physician for further troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-nov-21. It was reported that the patient was recently hospitalized (on (B)(6) 2017), and the hospitalization was not related to the device or therapy. The hcp reportedly realized that the patient was possibly due for refill, and they wanted to attempt a refill again and possibly perform a catheter access port (cap) dye study. The representative was concerned that the pump may be empty due to the fact that it had not been refilled since (B)(6) 2017. It was confirmed that the patient had no therapy issues (i.e. Withdrawal) throughout this event. Additional information was received from a manufacturer representative on 2017-nov-27. It was reported that the last attempted refill was (B)(6) 2017, but the last successful refill was (B)(6) 2017. On (B)(6) 2017, the representative met with the patient again, and the hcp was able to aspirate 3.0ml. The expected volume was 4.5ml. A dye study was performed on (B)(6) 2017, and the catheter was aspirated easily and confirmed to be patent. It was noted that the patient was receiving effective therapy again and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (2000mcg/ml at 300mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the hcp was refilling the pump on the date of report without complications, and upon attempting to aspirate the contents of the drug reservoir, he was unable to aspirate any drug. The expected reservoir volume (erv) was 11.7ml. The hcp reportedly used a couple different needles and felt as though he was in the reservoir septum. There had been no issues at previous refills, and the representative denied any hyperbaric therapy. No patient symptoms or therapy issues were reported. No further complications were reported or anticipated.